Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a system implant, the physician found the lead to be loose after it was connected to the device and the set screw was tightened. The lead had measured normal electrical measurements through the psa. It was found the tip of the lead could be pulled independent of the insulation. The lead was explanted and replaced. The patient condition is fine.